Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the left eye, the patient presented with poor vision with no pain. Slit lamp findings were 1+ edema, 4+ cell with fibrin, 1+ spk nuclear fragment. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The fragment was removed and the patient's outcome is good. In the surgeon¿s opinion, the most likely cause of the event tass. The following medications were prescribed (for use at home post-operatively): pred/moxi/nepa, pred acetate and medrol dose pack.